Event description:
The customer contact reported that while operating on ac power, the pump powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed for continuous plus bolus delivery of an unspecified concentration of morphine, with a continuous rate of 4mg/hr, a 2mg bolus dose, with a 12 mg/hr dose limit, a 100ml container size and the delivery was started. No further programming parameters were provided. On (B)(6) 2010 at 0530, the pt reported waking up with an increased pain. At that time, the pt pressed the bolus button; however, no dose was delivered and the device was reported to be powered off. The pt reported there was no audible alarm tone to indicate the device had powered off. The customer contact reported the device would not power on using ac or battery power. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects or delays in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).